Manufacturer narrative:
Corrected data: h6: off-label- age>45. Claim#(B)(4).

Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.50/+2.5/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was no patient injury. There was lens dislocation/subluxation. The lens remained implanted. Post-op, the patient had diplopia. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.